Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, via social media, that on (B)(6) 2018, the patient experienced an adverse event. Date of issue is an approximation. The patient's wife stated the patient frequently has low blood sugar episodes that have resulted in hospitalization. There was no allegation against the dexcom system as the patient wife was indicating that the patient is on medicare and would like to someday be able to view monitor the patient's glucose levels from her phone. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.